Event description:
One week after cataract surgery with implantation of the crystalens intraocular lens (iol), the lens vaulted anteriorly in the od eye. The lens was subsequently repositioned and the pt is doing well. The cause of the event is unknown.